Manufacturer narrative:
New information on sep 8, 2015 indicated the patient was fine post procedure.

Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 51 cm was returned for analysis. External insulation abrasion was found at 46 ¿ 46.3 cm from the distal end consistent with lead friction to the ICD can. Other damages found were sustained during the surgical procedure. Since the entire lead was not returned, a complete analysis could not be performed.

Event description:
It was reported that the patient received inappropriate shocks. A lead fracture was suspected. The lead was explanted and replaced. No adverse consequences for the patient were reported.